Event description:
There was movement of the tibial insert in the baseplate after insertion. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The evaluation results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures. A review of the DHR for this insert found that no discrepancies were reported during manufacture. Section f1-14: requests for additional user facility info have been sent. Additional info is unobtainable.